Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that one patient received an erroneous result when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using the meter, resulting with a value of 4.6 inr. Within 7 hours, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.35 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is twice per month. The related retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.